Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue of the device unexpectedly powering off; however, the issue of the device not powering on was verified. Physio removed and reinserted the device's batteries and then was no longer able to duplicate the reported issue of the device not powering on. Physio replaced the device's power pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and was unable to find any issues with this part. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off and not powering back on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off and not powering back on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section e1 initial reporter email of the initial medwatch report was blank. Section e1 initial reporter email of the initial medwatch report should indicate: (B)(6). Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off and not powering back on. There was no report of patient use associated with the reported event.